Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient presented with pre operative diagnosis of radiculopathy and non union underwent c5-6 and c6-7 foraminotomy, posterior cervical fusion c5 through c7 using local bank bone, rhbmp-2/acs, bone graft compression resistant matrix and atlas cable, exploration of fusion. History: the patient is status post anterior cervical discectomy and fusion at c5-6 and c6-7. He initially did well, and then developed a severe left shoulder/interscapular region and left upper extremity weakness. This was initially suggestive of brachial plexitis, however, he was evaluated by hand surgeon and underwent left ulnar/cubital tunnel release in the past. He presents with unrelenting interscapular region pain and continued left upper extremity weakness. His imaging studies revealed what appears to be a solid fusion, however. His interscapular pain was suggestive of facet arthropathy, and he did have far lateral foraminal stenosis. Per operative report: ¿¿an atlas titanium cable was passed through the base of the spinous process and lamina of c5 using a towel clip. The atlas cable was looped under the spinous process of c7. The spinous process, lamina, facet joints, and lateral masses of c5, c6, and c7 on the right were decorticated. Arthrodesis was completed on the right using a combination of rhbmp-2/acs, local bone bank bone, and bone graft compression resistant matrix. The atlas cable was then tensioned, crimped, and cut.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.